Event description:
It was reported that the casing on the lead cap moves along with the torque wrench. The surgeon had to squeeze the casing to hold the base of the screw still so that it did not rotate while screwing the screw. The casing on the outside of the screw was rotating along with the screw. It was noted that the surgery was able to be continued as planned and the outcome was successful.

Manufacturer narrative:
(B)(4).